Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: device migration. Manufacturer¿s reference number:(B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision surgery with implantation of an undisclosed mentor saline breast implant prosthesis. Post-operatively, the patient was diagnosed with a deflated right breast implant and superior migration of the left breast implant. As a result, the patient underwent removal on (B)(6) 2022. This report is for the left breast implant. Refer to manufacturing report number 1645337-2022-04715 for the contralateral event.

Manufacturer narrative:
On may 17, 2022, the mentor analysis lab received the suspect medical device for evaluation. The returned device provided the identity of the product. Brand name: mentor smooth round moderate profile catalog: 3501660 lot: 5893918 on may 25, 2022, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Manufacturer¿s reference number: (B)(4).